Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported complaints appear to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. The traveler is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that the procedure was to treat a 75% stenosed, heavily calcified lesion in the tortuous distal right coronary artery (drca). A 2x15mm traveler balloon dilatation catheter (bdc) was advanced with resistance from the anatomy and inflated one time to nominal pressure but ruptured due to the calcified lesion. The bdc was removed and another device was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.